Event description:
The customer reported the device failed to power up during a patient event. There was another defibrillator available for use. The involved patient died. The customer reported the device behavior did not play a role in the patient's outcome.

Manufacturer narrative:
(B)(4): the customer reported the device failed to power up during a patient event. There was another defibrillator available for use. The involved patient died. The customer reported the device behavior did not play a role in the patient's outcome. The device was evaluated by the distributor. The symptom was isolated to a faulty energy select switch. Replacement of the energy select switch resolved the issue. The device passed testing and was returned to service.